Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro (hcp) during use during prime. The patient was not connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The tsr had the patient disconnect the two, two-day old drain line extensions. While disconnecting the extensions the patient observed that there was a closed clamp. The patient opened the clamp and the hcp primed. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2011 regarding the report of the patient reusing their drain line extensions. The rn stated they were aware the patient had reused their drain line extensions. Baxter product surveillance recommended the rn review proper procedures with the patient as the drain line extensions are recommended for single use. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.